Manufacturer narrative:
The pod was received deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn. This tear diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred, inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has been returned/received ad is pending an investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient gave themselves a correction bolus.